Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a staff member developed redness, blistering and severe itching of the hands and wrist which is suspected to have been caused by use of the gloves. The staff member was treated with two different topical medications. Additional information has been requested. No product sample is available for evaluation.

Manufacturer narrative:
This is one of five complaints reported for this lot. All five of the complaints reported for this lot are for this issue. Review of the device history record (DHR) indicates the order was built to specification. A sample has not been returned for this complaint; therefore, the condition of the product could not be verified. The customer reported break-outs from usage of the size 7 gloves. Redness, blistering, and severe itching have been occurring on the hands and wrists of one scrub tech. The customer reported to have switched the size 7 gloves that the scrub tech wears to latex-free gloves last year; however, the scrub tech is continuing to experience break-outs. The customer reported that the break-outs may be caused by the surgical scrub being used. The bill of materials for this product was reviewed and the size 7 gloves are latex-free. The size 8 gloves in this pack contain latex. The content label for the product cautions that this product contains natural rubber latex which may cause allergic reactions. The drawing for this product was reviewed and the two pairs of gloves are next to each other in the main pack; however, both pairs are walleted. The root cause of this customer's complaint is unknown as a sample was not returned for investigation. The customer reported that the break-outs may be caused by the surgical scrub being used. If the customer continues to experience this issue, it is recommended that the customer contact the account manager to discuss alternative glove options. The manufacturer internal reference number is: (B)(4).